Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91g97. The device was received the lower jaw damage. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colectomy video procedure, the device was not with the full opening of the jaw. For the full opening of the jaw it was necessary to use a surgical forceps. The surgeon, even with difficult to hold the tissue, used the device until the end of the surgery. There were no adverse consequences for the patient.